Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Investigation summary: an empty labeled winding former and a dispensed suture of product code vcp433, lot # mj6475 were received for evaluation. During the visual inspection, the suture end is severely cut (damaged), resulting in a clip off defect and the needle was not returned. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Event description:
It was reported that a patient underwent a tumor resection on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off when out of package. Changed another one to complete. There were no adverse patient consequences. No additional information was provided.